Manufacturer narrative:
H.6. Investigation summary: "bd had not received samples, but one (1) photo was provided for investigation. After review and analysis of the customers photo, bd is able to confirm the product defect. Bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. Bd was not able to identify a root cause for the indicated failure mode. Based on an evaluation of severity and frequency it was determined that no corrective action is required at this time."

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tubes, the device experienced molding defect (short shot). This event occurred once. The following information was provided by the initial reporter. The customer stated: "customer states tube is curved at top causing pipetting errors on instrument."

Manufacturer narrative:
Initial reporter email: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tubes, the device experienced molding defect (short shot). This event occurred once. The following information was provided by the initial reporter. The customer stated: customer states tube is curved at top causing pipetting errors on instrument.